Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Manufacturer narrative:
(B)(4)-a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the battery was damaged. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. The user interface module software version of this pump is currently unknown.